Manufacturer narrative:
(B)(4). Additional concomitant medical products: tibial articular surface provisional shim size ef 12 mm thickness catalog # 42527900502 lot # 62320881. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the shim was found missing ball bearings during cleaning after a knee surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination shows signs of repeated use (nicked or gouged) and has both the bearings in place for, but missing one spring, and both of components 1 & 2 were missing/disassembled device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.